Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident was reported to occur less than 5 minutes into treatment and was noted by the meridian hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood was returned to the pt with estimated blood loss reported as minimal. Treatment was resumed with a new dialyzer of the same lot and completed without further incident. No pt injury or medical intervention was reported per hcp.